Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered and shaft kinked occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified proximal to distal right coronary artery (rca). Following predilation with a 2.5x15mm apex balloon catheter, a 38 x 3.50 promus premier¿ drug eluting stent was advanced but failed to cross the lesion and when the catheter was pushed, the shaft was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned product analysis revealed distal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the most distal stent row were damaged and stretched over the distal markerband. This type of damage is consistent with the stent encountering resistance during withdrawal of the device. The ro markerbands were examined and there was no damage noted. A visual and microscopic examination of the device identified that the tip of the device was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).